Event description:
Surgeon was attaching the external block (drill guide) and the screw that attaches both plate and guide together "cross-threaded" resulting in a broken screw that stayed lodged in the implant.

Manufacturer narrative:
Surgeon was attaching the external block (drill guide) and the screw that attaches both the plate and guide together broke and remained lodged in the implant. There was no effect on the pt. The surgeon selected another plate and screws from the set with no issues. Device is available for return; receipt of sample and investigation results are not available at the time of this report.